Event description:
Additional information was received from the physician indicating that was actually no change in the patient's seizures. The physician reassured the patient that the vns was functioning properly. Therefore the increased seizures was reported but confirmed invalid. No additional relevant information has been received to date.

Event description:
It was reported that the patient has had an increase in seizures, which may be related to the patient's menstrual cycle; however, the physician is unsure if the increased seizures are related to the vns or not. Diagnostics were noted to be within normal limits. Attempts for additional information have been made; no additional relevant information has been received to date.